Event description:
The customer reported that the system alarmed and then shut down. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the collimator and calibrated the iris. The system was tested and found to be working as intended and put back in service.